Event description:
On (B)(6) 2012, the patient contacted animas and stated a few days ago, the up arrow keypad button became less responsive. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing was able to duplicate the issue of a non-responsive keypad. The keypad was fully intact but the "up" and "ok" keys had intermittent response. The keypad was removed to investigate and evidence of keypad contamination was located under the "contrast", "up", "down" and "ok" contact buttons. The pump was returned with audio bolus button torn. Unrelated to this complaint, a visual inspection of the battery compartment revealed a crack from threads to case seal. Additionally, the pump booted to the verify screen with dim pink contrast: the old screen was removed and replaced with a new test screen and contrast returned to normal with the test screen.